Event description:
"Bicondylar tibial plateau fractures treated with fine-wire circular external fixation". Author: n. Ferreira et al., at springerlink.com. According to the study, this retrospective study reports on the outcome from the management of high-energy tibial plateau fractures through limited open reduction and fine-wire circular external fixation, ilizarov (smith and nephew, memphis, tn) fixators were used in 30 cases. It was documented on the paper that 1 patient suffer compartment syndrome, it is unknown how this adverse event was treated.

Manufacturer narrative:
It was reported from a literature review that the patient suffered compartment syndrome the affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per e-mail communication, the author stated that this event was a result of the patient injuries and was not related to the treatment or the specific device used. The paper was published in 2014.